Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a hypoglycemia episode the nigh before and went to the hospital with low blood glucose. The caller stated that he has lost his transmitter and he failed to calibrate the sensor before bedtime. The customer was discovered by his wife incoherent before losing consciousness entirely. The paramedics were called and delivered one bolus d50, but he did not respond immediately and they took him to the emergency room. The customer was given another d5 on the way, at which time he woke up feeling kind of violently and banged his head against some equipment in the ambulance. While staying the hospital her electrolytes were also low as well his potassium, calcium, and magnesium. The customer was kept in the intensive care unit for a day. The customer stated that the infusion set and glucose monitor were removed in the hospital. No further information was provided.